Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, it was found that the proximal contact was kinked. The coil delivery wire was seen to be kinked/bent. The main coil was seen to be kinked, broken and stretched. The main coil suture was damaged. The functional inspection was not carried out due to the damage of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer was when the coil was inserted into an microcatheter it could not be delivered out of the microcatheter due to big resistance. So the coil was replaced to continue the procedure. In the follow-up questions it was reported that the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. During the analysis, the proximal contact and coil delivery wire were seen to be kinked, the coil was seen to be broken/fractured, stretched and kinked and the suture was found to be damaged. In the case of this complaint it is most likely that when the device encountered friction within the catheter the damage was caused to the delivery wire and main coil due to handling and manipulation of the device. Therefore the as reported code "coil in catheter friction", as well the as analyzed codes "main coil broken/fractured during use", "main coil kinked/bent" and "main coil suture damage" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed codes, "coil proximal contact kinked/bent" and "coil delivery wire kinked bent" will be assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the main coil (subject device) was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.